Event description:
The manufacturer received information alleging assistance required. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at third-party service center, an error code related to pressure was observed in the error log. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the reported error code, but the machine flow sensor was replaced due to being contaminated with dust. Additionally, unrelated to the reportable error code, during the evaluation of the device at third-party service center, error codes related to the calibration data table and the motor flux measurement were observed. Evt_cal_data alerts user to erase or write a calibration data table. Evt_motor_flux_magnitude_runtime means the motor flux measurement is either too high or too low when the motor is in the run state. The system board was replaced to address the two issues.